Event description:
Prior to an open heart surgical procedure, defibrillation electrodes and defibrillation electrode cable were connected to the pt. The operator ordered the attending staff to remove the defibrillation electrode cable and connect an internal defibrillation cable. Subsequently, the attending staff charged the defibrillator and the operator applied the internal electrodes to the heart and ordered the defibrillator to be discharged. When the defibrillator was discharged, the operator allegedly received a shock. When the staff checked the defibrillator it was reportedly observed the defibrillation electrode cable had never been disconnected from the device or the pt.